Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer was hospitalized with hyperglycemia of 26.0 mmol/l and diabetic ketoacidosis. She was admitted to the hospital for 24 hours and treated with insulin. The customer's mother is not sure if the customer is entering carbohydrates correctly or if the infusion device is delivering insulin correctly. The alleged product was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.